Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken main tube at the distal tip. Material was found missing. The complete fastening of the proximal clevis is missing. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the cadiere forceps instrument had a broken main tube. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The missing material/damage did occur outside of a surgical procedure. There was no fragment that fell inside the patient. There was no post-op surgical complication.